Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in medwatch mw5175632 that the patient experienced a shocking sensation and a low battery warning. It is unknown if this occurred prematurely. Initial reporter elected not to be identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.